Event description:
It was reported the pt was experiencing uncomfortable heating at the ipg site while recharging. The pt reported he would stop recharging due to the issue. The pt was instructed to charge frequently and for less amount of time and other charging instructions. A replacement charging system was provided and the system was reprogrammed twice. Impedances were within normal limits. It was reported the battery would discharge inconsistently even though the amplitude and use of the ipg stayed the same. The heating issue did not resolve, so the physician opted to explant and replace the ipg. It was reported the issue was resolved with the ipg replacement. Reference MFR report: 1627487-2014-03074 regarding the previously reported issue for the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.